Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing intermittent rv capture. Patient was asymptomatic. Programming changes were recommended. No further information.